Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown, a shipping search as performed of the lots delivered to the patient within three months prior to the event date. However, no information was found indicating that the affected product was delivered to the customer. Additionally, the last delivery lot was reviewed, however, no information in the sap system was found indicating that the affected product was delivered to the customer. As no product information was found, a DHR review was not performed. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation, the alleged defect could not be confirmed. Should the sample become available, the investigation file will be reopened and will be updated accordingly. The failure mode identified is ¿unknown¿ due to the complaint product sample is not available for physical evaluation in order to confirm the alleged failure mode. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse reported to fresenius technical support (ts) a fluid leak. Fluid was discovered during dwell 1 of 4. The patient was connected during the incident. Fluid leaked from the connection from the heater bag. There were no alarms or warnings prior to or after to leak. Ts assisted the nurse in canceling the treatment but the nurse was not familiar with the cycler and did not feel comfortable completely breaking down the machine and opening the cassette door. No further assistance was required at this time. Upon follow up, the reporter stated the leak appeared to be at the connection to the heater bag. The leak was discovered in dwell 1 of treatment. The patient was connected. The cycler did not alarm. The patient did not finish treatment. The patient did not present any symptoms. The sample supplies are not available for return. The reporter did not know the cassette information. There was no patient serious injury or medical intervention required as a result of this event.

Event description:
A registered nurse reported to fresenius technical support (ts) a fluid leak. Fluid was discovered during dwell 1 of 4. The patient was connected during the incident. Fluid leaked from the connection from the heater bag. There were no alarms or warnings prior to or after to leak. Ts assisted the nurse in canceling the treatment but the nurse was not familiar with the cycler and did not feel comfortable completely breaking down the machine and opening the cassette door. No further assistance was required at this time. Upon follow up, the reporter stated the leak appeared to be at the connection to the heater bag. The leak was discovered in dwell 1 of treatment. The patient was connected. The cycler did not alarm. The patient did not finish treatment. The patient did not present any symptoms. The sample supplies are not available for return. The reporter did not know the cassette information. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.